Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for fecal incontinence/urge incontinence ; the trial started 2024-apr-17. It was reported that the external disconnection; external wire came unplugged and the patient loss stimulation. They also reported that the communication issue between controller and ens, unable to communicate/connect to controller. No communication/can't communicate. The patient had worsening baseline symptoms and the issue is ongoing. Patient accidentally pulled bandage and believes the cables are now disconnected as she had return of baseline symptoms

Manufacturer narrative:
Continuation of d10: product ID 978b1 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.